Event description:
It was reported that a patient called and indicated static encountered and gets shocked every time getting out of his/her vehicle and walking across the floor without carpet. The shock is so bad that it caused the left arm to go numb. The patient reported "don't feel good after one big shock." The implantable cardioverter defibrillator (ICD) remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).